Event description:
Patient called to report device failures and an adverse event involving the dexcom g7 sensor. Patient stated he began using the device in (B)(6) 2025 and immediately started having issues with the it. He stated the device is a huge failure and safety risk that should not be on the market. Patient stated he¿s recently had 7 replacements because the sensors fail. He stated they either give inaccurate readings, fall off, or they absorb skin oils which kills the battery early. Patient stated 3 weeks ago he woke up at midnight covered in sweat; when he checked his blood sugar reading it said 112 but he knew it was incorrect. He stated somehow, he made it to the fridge and drank orange juice while sitting on the floor. After checking his blood sugar with another device, it turns out there was a 75-point difference between the dexcom reading and his actual blood sugar. Patient stated his blood sugar was so low he could have died and is very concerned that this could happen to other people and feels this device is too dangerous to be on the market. Pt: 1912. Device: 3023, 1068, 1535, 1057. Ref: mw5190425, mw5190426, mw5190428, mw5190429, mw5190430, mw5190431. This report captures dexcom g7 15-day #3.